Event description:
A customer reported an over infusion of insulin. Details of the incident are as follows: the patient was transferred from an emergency room of one hospital to a picu at the reporting hospital and arrived at 23:45 on (B)(6) 2012. The customer reported that the patient was receiving an insulin drip (1unit/ml) at a dose of 0.1 units/kg/hr and a rate of 7ml/hr as a primary infusion. During the exchange of devices, IV solutions were clamped and removed from the emergency room pump. At this time, the insulin bag was noted to contain at least 50cc. At 00:20 on (B)(6) 2012, the picu rn noticed that the insulin bag was empty and the drip was stopped; 40-50cc infused in 40 minutes. The patient's blood sugar at the time of admission to accepting facility was 290. Immediately after the event, the blood sugar was 296. The patient's blood sugar was taken every 15 min. For 2 hrs and results continued to decrease. The patient remained stable throughout the incident and there was no harm to the patient. The customer requested a log review and reported the tubing had been discarded.

Manufacturer narrative:
(B)(4). Device was not returned, only a log review was conducted. The requested log review for a possible overinfusion of insulin was completed. A review of the associated pc unit event logs for the initial infusions from the emergency room (transferring facility) and subsequent infusions at the picu (accepting facility) found that on (B)(6) 2012, two pump modules were programmed for infusions at 10:16pm in the emergency room. Both were basic infusions with one module running at 7 ml/hr and the other module at 200 ml/hr. At 11:37 pm both infusions were stopped. At 11:39 pm, two new pump modules were programmed for infusions at the picu with one module (sn (B)(4)) programmed as a maintenance IV running at 200 ml/hr and the other module (sn 4(B)(4)) programmed to run insulin at 7 ml/hr. At 12:02 am on (B)(6) 2012, the pump module programmed to infuse maintenance IV fluid (sn (B)(4)), alarmed for air in line and was turned off. Approximately 10 seconds later, the pump module that was programmed to infuse the insulin (sn (B)(4)) was stopped and immediately reprogrammed to infuse the maintenance IV at 200ml/hr. The infusion was restarted and ran until 12:12 am when it alarmed for infusion complete and was turned off. The immediate programming change on pump module (sn (B)(4)) from the insulin parameters to the maintenance IV parameters suggests that the user may have mistakenly mixed up the infusions and that the insulin infusion actually ran at 200 ml/hr on pump module (sn (B)(4)) for approximately 24 minutes, emptying the entire bag. The root cause of the customer's reported overinfusion was not definitively determined; however, a review of the programming suggests that the user may have mistakenly run the insulin infusion at the maintenance IV rate.